Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the "not very tortuous", non -calcified and "80 - 90%" stenotic mid left anterior descending artery. The physician advanced the 3.0x20mm maverick2 balloon to the lesion and inflated it to 12 - 15atms on the second inflation and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with the deployment of a drug eluting stent. Pt status is reported as "fine".